Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the maryland bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument was found to have a broken conductor wire. There was no report of fragment(s) falling inside the patient. The procedure was completed as planned with a backup instrument of the same kind. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: customer confirmed that cable on reported 8mm maryland bipolar forceps instrument was broken into half. Customer experienced a loss of cautery during the procedure. The reported failure did not cause fragment(s) to fall into the patient's anatomy. The patient information was not provided. Intuitive surgical, inc. (Isi) did receive 8mm maryland bipolar forceps instrument to perform failure analysis. Failure analysis investigations did not confirm the customer reported complaint. The instrument was analyzed and it did not have any damage(s) on the conductor wires. The instrument passed the electrical continuity and energy delivery tests. Additional observation: the instrument was found to have a damaged grip cable at the distal end. Correction: primary product batch/lot number under section d was updated to k10240708 0180.

Event description:
Refer to h11 for follow-up information.